Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that insulin pump error alarm recurred after a battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test and self test. No unexpected pump error 23 noted during testing. (B)(4).